Event description:
The nurse noted that the ventilator (vent) suddenly stopped. The nurse immediately began bagging the patient and summoned rt who was on the unit. Per rt, it was hard to restart the ventilator. Within the hour, the oscillator ventilator lost power and stopped again. The vent alarmed appropriately and the patient was immediately placed on another vent. Cardinal/viasys was notified and a trouble ticket and complaint were issued for evaluation and repair of the ventilator. Cardinal did note that the machine would be due for its 7 year preventative maintenance (pm), driver power module replacement this year. There was no adverse effects to the patient. The current hour meter reading was 10398. Settings were flow 25 lpm, insp% 33, pressure limits low 18 cm h2o and high 35 cm h2o. Vent alarm settings low 18 cm h2o and high 35 cm h2o. Vent monitored readings were fio2 0.62, map 21 cm h2o nad amplitude 54 cm h2o. Last service was 32 months ago by viasys. The unit hour meter reading was 4640.